Event description:
The pnta applicator was inserted into the pt and the system was set at 180w for 3 minutes and the ablation was successfully carried out. The physician followed this with a tracked ablation of 120w for 20 seconds to re-position the applicator. This was followed by a repeat ablation in the new position and another track ablation. When the system was activated for the third ablation an error message was shown on the generator screen stating "high reflective power" which automatically stopped the system. The applicator was removed from the pt and it was noted that a portion of the ceramic tip was missing and had been left in the pt. The tip was subsequently removed from the pt.